Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Review of the device activity logs makes it clear the device presented an error where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state since august 2019 prior to reporting to zoll. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing without duplicating the report. It was recommended that the main board be replaced as a precaution, however the customer declined repairs. The device could not be recertified for clinical use but was returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and beeped inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.